Event description:
Our rep is reporting that the surgeon was having problems with fully seating the anchor into the bone hole. The fixation was completed successfully, however, a portion of the proximal end of the anchor, approximately 1 or 2 threads, were left proud to the bone, the surgeon felt ok with this. There are no patient consequences at this point.

Manufacturer narrative:
Although it is reported that there is no patient consequence, we do not know what impact, if any, this event will have on the patient. It is because f this uncertainty that this report is being filed to document this event. At this time, no further action is warranted, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.